Event description:
On behalf of the customer, a healthcare professional (hcp) reported the needle of the abbott diabetes care (adc) device was protruding from the center of the applied sensor. A hcp removed the needle at the customer's home for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.